Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v666025, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient's primary care physician (pcp) wanted him to have the interstim checked because the patient had been having some bladder reflux issues, which had been really been bothering him and the patient went to the emergency room (ER) with blood in his urine and had to catheterize himself. The bladder reflux issues occurred in 2015 and the blood in the urine and self-cath occurred in (B)(6) 2015. The patient's relevant medical history includes interstim-other. The patient later reported that he thought he had seen the low battery and end of service (eos) messages. The patient wanted to know if there was an average battery longevity, stating his amplitude was at 1.4. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.